Event description:
It was reported the patient is not receiving effective stimulation therapy from his scs system. Multiple reprogramming attempts have not resolved the issue. X-rays taken showed the patient's scs lead has migrated. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.